Event description:
The nurse was preparing to do a dressing change. She opened one sterile gauze package and noted a black colored, rectangular shape approximately 1 1/2 inches long by 3/4 wide. The nurse described the object as looking like velcro--the soft/loop type. The item was sequestered and given to the tyco kendall rep for analysis. No patient contact and no patient harm. Staff report that no other items have been found in the gauze packaging from other sterile packages on the unit.